Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Per customer, surgeon was tightening a screw and it broke off in patient's head when about half way tightened. They were able to remove the rest of the screw. The replacement screw was being tightened and the head broke off again. They were not able to recover the rest of screw on this one and had to leave it in the patient. The procedure was a zmc and floor repair. Per sales rep, all products being used were stryker products.